Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported by the child that the patient experienced inaccurate cgm values. According to the report, the reporter/child noticed that patient was very disoriented, not responsive, and in a haze. The reporter/child call emt for assistance. The reporter/child didn't provide anything to alleviate symptoms because it might be choked the patient. Emts checked cgm dexcom rcvr and the egv was 160 mg/dl, but on glucometer it was 66 mg/dl. Emts rushed the pt to the emergency room; however, the reporter/child was not with the patient and the rcvr was left at home. Reporter/child had no idea what treatment was provided to the patient to treat serious symptoms of hypoglycemia. The patient was reportedly released on the same day. At the time of the call, the patient was fine after treatment. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.